Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation revealed a potential algorithm sensitivity issue with the device. The healthcare provider (hcp) was immediately notified, and irhythm learned that the hcp was already aware of the patient's arrhythmia. There were no delays in treatment, and no adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
On july 23, 2024, irhythm performed a remediation review for zeus submissions from october 2023 through january 2024. A review of these complaints was performed, and it was determined that a supplemental report is required to correct the suspect medical device from zeus to zio at. Based on the new reporting criteria implemented at that time.